Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual and functional examinations revealed that the device worked as intended on fire testing and all remaining straps were delivered properly.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic bilateral hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps did not catch the tissue and fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Date sent to FDA: 04/04/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.